Event description:
It was observed during the device evaluation that the colonovideoscope exhibited foreign objects within the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.